Manufacturer narrative:
(B)(4). The customer reported that the ac / dc power indicator led goes out after delivering a shock and the unit would then fail to power up on ac power. There was no report of pt involvement. The customer ordered a new ac power module which resolved the failure.

Event description:
The customer reported that the ac / dc power indicator led goes out after delivering a shock and the unit would then fail to power up on ac power. There was no report of pt involvement.